Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 9:50pm at home. Caller stated that the end-user took her blood glucose on her prodigy meter and received a result of 215mg/dl. The end-user performed 1 more test with her prodigy meter and received a result of 119mg/dl. A normal result for the end-user for that time of day is usually around 80-90mg/dl. About 5 minutes after testing wither prodigy meter the end-user became disorientated was shaking and could not speak so the ems was called. Ems arrived within 5 minutes and tested the end-users blood glucose and received a result of 49mg/dl. Ems did not test the end-user with her prodigy meter. The end-user was then transported to (B)(6) hospital (B)(6) located at (B)(6). The end-user was still at the hospital at the time of the call, so no treatment had been given yet. No additional information has been provided.